Event description:
Implant was broken during insertion. Surgeon was able to remove the broken fragment without impact to the pt or procedure. If this were to recur it could result in surgical intervention being required to correct the situation.